Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the proximal rca. The device could not be advanced to the perforation, and it was decided to remove the device to place a guide extension catheter. During withdrawal the device got caught at the entrance of the guiding catheter and the stent dislodged.

Manufacturer narrative:
The complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows a long procedure during which multiple accessories are used. Eventually, the complaint instrument is introduced and advanced towards the target lesion. Resistance is met and the complaint instrument is withdrawn back into guiding catheter. During withdrawal, the stent is stripped off the distal end of the guiding catheter. The dislodged stent is removed by use of a balloon and an extension catheter. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The most probable root cause for the complaint event is related to the handling during the procedure. It should be noted that the IFU advises the user to remove the delivery system and the guiding catheter as a single unit if resistance is encountered during removal of the delivery system, and that failure to follow correct removal steps for an unexpanded stent system can potentially result in loss or damage to the stent. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.